Manufacturer narrative:
Voluntary mw number: (B)(4).(B)(4).

Event description:
A 6f sheath was used to access the common femoral artery (cfa) for a diagnostic cardiac catheterization procedure. Post catheterization, a 6f angio-seal sts plus device was attempted to achieve hemostasis. Bleeding occurred and manual compression was held to achieve hemostasis. Pedal pulses were unable to be palpate or doppler in the right foot. There was a temperature discrepancy without sensorimotor symptoms of the right leg. A bedside ultrasound found an occlusion of the cfa from the angio-seal with severely diminished flow in the profunda femoris and the superficial femoral arteries. The patient was sent to surgery for an emergency thromboendarterectomy. During surgery a moderate posterior cfa wall atheroma with engagement of the angio-seal anchor into the posterior wall atheroma with subsequent occlusion of the proximal cfa was found. The angio-seal was removed with the endarterectomy of the cfa and closed with a pericardial patch angioplasty.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal instructions for use (IFU) states that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses. The angio-seal instructions for use (IFU) states based on clinical experience, thrombus at the puncture site is a risk or situation associated with the use of the angio-seal device or vascular access procedures, if thrombus at the puncture site is suspected, the diagnosis can be confirmed by duplex ultrasound. Treatment of this event may include thrombolysis, percutaneous thrombectomy, or surgical intervention. The angio-seal instructions for use (IFU) states should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.